Manufacturer narrative:
Device not returned

Event description:
It was reported that a sensor expiration alert occurred prematurely. There was no reported adverse impact. The sensor was replaced to resolve the issue.